Event description:
It was reported an issue with monoplus suture. The client reported that a 2/0 mono plus (taper) suture was opened and the needle was not attached to suture, the needle was loose in packet and the thread was very brittle and crumbled when touched. When second packet from same box was opened, the same thing occurred. Additional information: further correspondance from the customer seems to confirm the suture was indeed very brittle and crumbled when touched, this happend in 2 seperate packs. No further information has been provided.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
There are no previous complaints of the code c0024036 and batch 119432. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock at b. Braun surgical's warehouse. According to the information received, the customer found two samples affected. However, these samples have been discarded and are not available for investigation. Therefore, we have only received the pictures showing the thread broken in small pieces in two units of the code c0024036 and batch 119432. Threads are degraded by hydrolysis over this time (more than three years since this batch was manufactured). Upon investigation and as the affected units have not been received, it has not been possible to determine the root cause of this defect. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements: - tightness test was performed before releasing the product and the units were tight. - needle attachment strength results before releasing the product were 2.40 kgf in average and 2.03 kgf in minimum and fulfilled the european pharmacopoeia requirements (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum) - knot pull tensile strength results before releasing the product were 3.27 kgf in average and 2.97 kgf in minimum and fulfilled the european pharmacopoeia requirements (ep requirements: 2.73 kgf in average and 1.37 kgf in minimum) - degradation test (28 days in sörensen solution at 37ºc) results conducted on samples before releasing the product fulfilled b. Braun surgical requirements. The knot pull tensile strength results after degradation test were: 2.72 kgf in average and 2.30 kgf in minimum (b. Braun surgical requirements are 1.16 kgf in minimum and 1.74 kgf in average). The linear pull tensile strength results after degradation test were: 4.97 kgf in average and 4.70 kgf in minimum (b. Braun surgical requirement is 2.03 kgf in minimum). Final conclusion: taking into account that the pictures received show two samples that do not fulfil product specifications, we conclude that the case is confirmed by evidence of the failure in the pictures received. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: an internal non-conformity (inc) has been opened in the system to analyse the root cause and define the corrective actions if applicable.